Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked. During an unspecified medicated solution infusion on the oncology unit, the patient felt wetness from the IV. The patient reported to the nurses that a leak was coming from the ¿hub/y-site¿ on the tubing. Allegedly since the patient had received majority of the infusion the infusion was discontinued. When the patient was disconnected the clinician noted fluid was dripping from the hub closest to the IV connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.